Manufacturer narrative:
The e-series brush head is an accessory to the sonicare power toothbrush. The brush head serial number is not available, as the product has not been returned for investigation. The manufacturing date is not available, as the product has not been returned for investigation.

Event description:
The consumer states that the bristles from their e-series brush head are coming out in their mouth and one got stuck between their teeth.